Manufacturer narrative:
Attempts for additional information have been made. At this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead presented for a follow-up appointment due to a report of this device emitting beep tones. A high out of range shock lead impedance was identified two days prior. The shock lead impedance was 122 ohms approximately eleven months ago and has decreased to 71 ohms in the last few weeks. Boston scientific technical services (ts) recommended that the other manufacturer be contacted for additional guidance. The daily measurement planned to be increased to 150 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received from the local area sales representative indicated that the other manufacturer was contacted for additional guidance. The device's daily measurement limit was increased to 150 ohms. There were no plans for additional intervention. There have been no adverse patient effects as a result of this issue.